Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: on examination there was visible moisture in the pump behind the display lens. The audio bolus button was noted to have a hole in it and the plug was missing. On testing, the pump was powered on however, the display screen remained blank. The audible and vibratory alarms were operational when the pump powered on. The pump case had no visible cracks or damage. No corrosion was seen in the battery compartment or cartridge compartment. On investigation, a leak test was performed. A leak was found at the audio bolus button. The pump was opened for investigation and revealed moisture residue on all internal components and printed circuit boards. Complete testing of the pump could not be performed due to the moisture damage to the screen.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen had moisture. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.